Event description:
Approximately one year ago, patient was implanted with a 4.5 mm broad lcp plate. Surgeon noted that the patient had healed. Patient fell and an x-ray, date unk, showed the plate was broken. Plate was removed in 2009, and the patient was revised to cables and allograft.

Manufacturer narrative:
The investigation could not be completed. No conclusions could be drawn, as no product was returned. A device history record review has been requested for the subject device.